Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During routine follow-up, the cybersecurity firmware update was attempted to be installed. After two attempts, the device was found in back-up vvi mode. The previous firmware was successfully downloaded and the device was restored to normal function. The device was not upgraded. The patient was stable.